Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "lymphoma-bia-alcl and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-bia-alcl and seroma.

Event description:
Healthcare professional reported left side ""alcl diagnosis confirmed by aspiration cytology left side device. Clinical symptoms: late seroma. Cd30 positive, alk negative. Device alcl treatment: capsulectomy en block. Device has been explanted.

Manufacturer narrative:
Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices with lot number: 2908702 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review there is no information if the device will be returned for analysis in the device analysis laboratory. A review of the current risk documents was performed and the event of bia-alcl is a known hazard for breast implants. Per evaluation performed in this investigation, this code is classified as medical event. Also, this event is not classified as a potential high impact complaint, therefore this case is not confirmed as high impact complaint, and no further actions are required at this time. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma-alcl will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Additional, corrected and/or changed data.

Event description:
Healthcare professional reported left side ""alcl diagnosis confirmed by aspiration cytology left side device. Clinical symptoms: late seroma. Cd30 positive, alk negative. Device alcl treatment: capsulectomy en block. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, b6, e1, h6. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "swelling of axillar lymph nodes right side."

Event description:
Upon receipt of further information, the affected side has been confirmed as right. Additionally reported was "swelling of axillar lymph nodes right side."